Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, a probe check was performed and the device failed the probe check. A u509 error code was observed due to the broken probe. The missing/broken portion of the probe was not returned with the device and approximately measures 16mm. Visual inspection on the device was performed and found the teflon pad was found separated and missing, exposing metal. A dent was also noted on the intact teflon pad. The missing portion was not returned. There was tissue built up on the device. The user¿s complaint was confirmed. The most likely cause for such probe damage is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure two thunderbeat handpieces failed. Probe broke off the first device and fell inside the patient; however it was recovered successfully. A second device was opened to continue to procedure and the teflon pad peeled off that device. Furthermore, olympus was informed that there was no damage to the teflon pad on the first handpiece .there was probe damage error displayed on generator. While using the second thunderbeat device there was a short circuit error displayed on the generator. It is unknown if metal was exposed. No device fragment fell inside the patient. There was no medical or surgical intervention needed. The device was tested prior to use and no abnormalities were found. The procedure was completed using a third thunderbeat device. There was no patient injury reported. 1 of 2 reports.